Event description:
A report was received stating that a patient was having discomfort around the pocket site. The patient was prescribed vicodin some time ago. The patient visited the doctor to rule out the possibility of infection. The doctor determined that the area was not infected. The patient was reprogrammed, his settings were adjusted and seems to be doing well.

Manufacturer narrative:
This is the final report.